Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure where in all devices were removed. No further information has been obtained despite good faith efforts.